Manufacturer narrative:
(B)(6) date sent: 1/6/2021 photo evaluation: this is an evaluation of the picture provided by the account and not of the actual instrument.  Images 1 to 6: the images provided by the customer are that of the distal jaw of what appears to be an nslx137c instrument. A closer look at the clamp arm interface shows that the distal guide was broken. No conclusion could be reached how the distal guide weld got broken. Additional information was requested, and the following was obtained: in the end of the procedure the jaws luxated at the black isolator and the device could not be used anymore. The jaws didn¿t open. I think the surgeon manipulated the tissue with greater force, because of the tight space he has in this type of procedure. The nurse cleaned the device according to the odp (we had a special focus on that during the procedure, so we¿re very sure she cleaned it well). The device was cleaned according to the odp. Activated around 50-75 times. 2hour procedure. The gen11 showed an error ¿reposition jaws and reactive¿ one time after about an hour. That didn¿t happen again. The device wasn¿t locked on the tissue. They noticed the problem after removing the device from the patient. So when the device was outside the patient (after pulling it from the trocar). The jaws were open at that moment and were bent to the right side. They have tried to straighten the jaws by hand. I think they may have damaged the left side of the distal shaft (distal from the insulator) as well as a result of this manipulation. After straightening the jaws the tried to open and close the jaws with the handle in order to see if this mechanism still worked, but once the jaws were closed they did not open properly. They felt very ¿loose¿. I think I chose the wrong words when I said that ¿the jaws were blocked¿. What I meant is that the communication between the handle and the jaws did not work properly anymore. So the jaws did not respond to the movement in the handle.

Manufacturer narrative:
(B)(4) date sent: 2/3/2021. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was returned with the distal guide weld broken. The device was connected to the generator. However, due to the condition of the device, not all functional testing could be performed. The broken distal guide disconnected the electrical wire causing a reposition and reactivate from the gen11. The broken distal guide also creates difficulty to force to fire in the cutting system, but the device was still able to cut. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached on how the distal guide weld got broken. The distal guide weld could have broken due to aggressive cleaning creating side loads on the jaw damaging the distal guide. Additionally, as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #: u9437p. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a toetva procedure, when the device was removed from the patient, the jaws were bent at the joint (distal end of insulator) and remained locked shut. The cables inside the shaft are intact, but the isolator was completely loose.